Event description:
It was reported that the zimmer pulsavac plus tip fell off. Additional clinical follow up with the customer indicated that during the procedure the tip fell off. The tip was easily retrieved without additional surgical procedure, medical intervention, or patient harm involved. At the time the tip fell off, the surgeon and sales representative were splashed. All room staff were stated to have been wearing required ppe (personal protective equipment). However, sales representative reported he incurred fluid exposure in the eyes even though he had protective eyewear in place. Following this, he immediately flushed eyes per hospital procedure. Sales representative reported he did not seek further treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation and no lot number was provided. A change notice was issued to remove the sliding clip as part of continuous evaluation of zimmer products. The friction/taper fit between the tip and hand piece was found to adequately secure the tip to the hand piece. The cause of this complaint cannot be determined because the device was not returned.